Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A report involving a neuro balloon catheter was described as follows: the neuro balloon catheter "burst." Details regarding pt contact, pt injury or a surgical delay were not provided. Additional clinical information has been requested.